Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: (B)(4). Related manufacturer reference number: (B)(4). It was reported that patient had lost weight and ipg had eroded through the skin. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein ipg was explanted, and extensions were cut below the header to address the issue. Patient was administered antibiotics to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.